Manufacturer narrative:
A field service engineer was dispatched to assess the unit onsite. The fse resolved the issue by replacing oil mist filter and cleaning and adjusting the metal lid of the filter for better sealing. Unit meets specifications and was returned to service.

Event description:
A customer reported "haze/mist" was emitting from their sterrad® 100s sterilizer while running a cycle. The customer described the haze as a "cloud in the room surrounding the equipment." There were no reports of harm or injury associated with this event. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and analysis. The assignable cause of the reported issue is the oil mist filter which was replaced. Additionally, the fse also performed an adjustment to the metal lid of the filter for better sealing of the oil mist filter. The sterrad® unit was confirmed to be restored to proper function after service completion. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.